Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 149 mg/dl and sensor glucose was 68 mg/dl at the time of call and triggered threshold suspend. The customer's blood glucose was 159 mg/dl at the end of call. The customer stated that they stopped the insulin pump so that it would not alarm. The sensor will be returned for analysis.